Event description:
Information was received regarding a cadd administration set. It was reported that the tubing for the cadd pump to valved PICC line had completely disconnected into 2 pieces at the cassette. The client had paused the pump and taped off the end of the tubing to maintain sterility. The faulty tubing was disconnected, PICC was flushed with ns; it was then primed and the tubing was changed per ahs protocol. Next dose was scheduled approximately 4 hours from the visit. There were no missed doses, and there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: additional information h6, h10 this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. The sample was visually inspected at 12 to 16 inches under normal conditions of illumination according un procedure. One set of tubing was received without the pressure plate section, the tube that should be connected of the pump tube present marks of enough solvent residue. Based on the analysis physical sample received the bonding condition it is look like was proper applied; however, due to pressure plate was not received it is not possible evaluate to corroborate failure mode was not caused for inadequate handling not relate to manufacturing process; thus, complaint cannot be confirmed. The root cause cannot be associated with the manufacturing process; therefore, the damage was after the product left the facility. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process., corrected data: d1, d3.

Manufacturer narrative:
Other, other text: additional information h6, h10 this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. The sample was visually inspected at 12 to 16 inches under normal conditions of illumination according un procedure. One set of tubing was received without the pressure plate section, the tube that should be connected of the pump tube present marks of enough solvent residue. Based on the analysis physical sample received the bonding condition it is look like was proper applied; however, due to pressure plate was not received it is not possible evaluate to corroborate failure mode was not caused for inadequate handling not relate to manufacturing process; thus, complaint cannot be confirmed. The root cause cannot be associated with the manufacturing process; therefore, the damage was after the product left the facility. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process., corrected data: d1, d3